Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was not impacted. Tandom technical support was unable to determine if the customer followed on screen instruction as event was in the past. Reportedly the customer was able to load a cartridge successfully, and resumed insulin.